Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 09:49:53. During night drain cycle one, the patient's ultrafiltration reading was 1529ml, indicating the home patient (hp) drained 1529ml more than their maximum programmed fill volume of 2500ml. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be the cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice/homechoice pro apd systems patient at-home guide gives instructions on how to bypass loe drain volume alarm. Should additional relevant information become available a supplemental report will be submitted.